Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with an unknown antibiotic, intravenously (dose and frequency were not reported). During hospitalization, treatment with the unknown antibiotic was ongoing. Two days after being admitted, while hospitalized, the patient required cardiac resuscitation. On that same day, the patient died due to unknown cause. At the time of death, there was no indication that the patient had recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing till the time of death. An autopsy was not performed. No additional information is available.